Event description:
It was reported that , "dr impacted the titanium cup into the acetabulum with a stryker mallet when the handles impaction knob broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.